Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels, katoacidosis, ketone bodies and hyperglycemia symptoms. The first time, on (B)(6) 2021, the patient had high blood glucose values and ketone bodies of 4,8 that could not be stabilized. The parents took the patient to hospital, where insulin infusions were applied. The parents refused for the patient to be hospitalized and went home the same day. The second incident happened on (B)(6) 2021, when the patient again experienced high blood glucose values, ketones and was throwing up. The parents took the patient to hospital, where insulin infusions were applied. The parents refused for the patient to be hospitalized and went home the same day. The patient's parents informed that the piston rod does not move "smoothly" anymore. The piston rod does not rewind normally when changing the cartridge, and the parents are concerned this happens as well when the pump is running and that this might have led to the high blood glucose values and ketoacidosis. When shaking the pump softly it sounds as if there was something loose inside, they stated.